Event description:
The patient reported that her battery has depleted within two years and she had to have her settings lowered to preserve the battery and since has experienced and increase in seizures. The patient has been referred for a replacement and the battery status was noted to be a quarter remaining in september 2021. The patient also noted that it is now taking her 2-3 days to recover from seizures and the magnet stimulation is painful. Information was received from the physicians office that the patient was referred for replacement to the surgeon. It was reported the patient expressed the vns battery usually lasts 3 years so the doctor decreased the settings to preserve battery. When asked if the patients seizures reported now were noted to be above, at, or below pre-vns baseline and it was noted that she is not sure and the patient didnt say it was worse than before the vns. Clinic notes were received reporting that the patient is being referred for a full revision due to having a dual pin lead and wanting the m106 device for the longer battery life. It is noted the patient feels the vns device has provided significant therapeutic gain in epilepsy management and has a significant increase in seizure activity without a functioning vns. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
B6. Relevant tests/laboratory data, including dates : the initial MDR inadvertently omitted the settings listed in this MDR.

Event description:
The patient's generator was replaced prophylactically. Based on settings provided, device was depleting at an expected rate. Product return is not expected. No further relevant information has been received to date.